Manufacturer narrative:
Device received with blank display, problem isolated to electrical board. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests or verify no delivery alarm or communicate to sensor simulator, blood glucose meter due to the blank display. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump display screen was not coming on. Customer stated that the insulin pump had no delivery alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.